Manufacturer narrative:
The part and lot numbers are unk; therefore the device history records could not be reviewed. No devices or photos were rec'd; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause for the patient's pain cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing postoperative problems with the implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: trilogy bone screw, catalog#: 00625006530, lot#: 62510386. Taper plug, catalog#: 00596009900, lot#: 62618719. Stemmed tibial component, catalog#: 00598004701, lot#: 62618993. All poly patella, catalog#: 00597206532, lot#: 62676202. Femoral component, catalog#: 00576401552, lot#: 62703303. Reported event was confirmed by review of operative notes and medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Per the package insert, pain is a known potential adverse effect of the tka procedure. Without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address pain. Review of the revision notes indicates that the examination of the patella showed that the patella was noted to be intact. The femoral component was noted to be intact without any evidence of loosening as well as the tibial component. Osteotome tapping with the bone mallet revealed no loosening of both the femoral or tibial component. The patella was noted to also be tracking approximately. The polyethylene liner was replaced and patient had full range of motion. Only the articular surface was revised.